Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed by moving the patient to another room. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system developed a boot up issue while the customer tried to resolve the occurred geometry issue. The customer restarted the system multiple times to resolve the reported issue, but the issue persisted. With the rse assistance, the customer restarted the system third time, and the system started normally. During troubleshooting, the philips field service engineer (fse) found that the boot up issue was due to the multiple reboots attempted by the customer to resolve the geometry error which led to the corrupted host pc software. The geometry issue was addressed and resolved in a separate case (pr #5385962). After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.